Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a stiff knee. A procedure is planned to perform a scar tissue removal and exchange the poly insert.